Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had auxiliary enhanced full height drawer was not fully closed and found jammed. A field service engineer identified the mounting latch was fallen off and installed the mounting latch back by taking out the whole drawer which resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had auxiliary enhanced full height drawer was not fully closed and found jammed. The customer confirmed that the malfunction occurred during dispensing a medication. There were no adverse events or injuries reported based on this event.